Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/+1.5/092 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced low vault, lens rotation, and refractive surprise. The dr. Mentioned that the lens is decentered in pupil temporally, he wondered if a temporal haptic could be damaged/folded. As of the date of MDR submission, the lens remains implanted. According to the dr., the patient is managing the problem with contact lenses, and the dr. Also planned to exchange the lens.

Manufacturer narrative:
Corrected data: (B)(4).